Event description:
A malfunction alarm was reported with the customer's insulin pump. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. The customer was informed to put the pump into storage mode and return it using a pre-paid label. Meanwhile, a replacement pump was arranged by the distributor, and the customer will contact their healthcare provider to obtain backup insulin therapy.